Manufacturer narrative:
Additional information received on october 30, 2015. Product name has been changed to, natura d/hesive mld ac wht 70mm(1x10) us. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. (B)(4).

Manufacturer narrative:
This complaint is not associated with a product malfunction. The complaint/incidence data-post market data analysis (trend analysis), clinical review, root cause analysis and risk assessment indicate a consistent rate of complaints as a result of skin complications which are caused by a variety of external factors not related to the design, materials, and/or processes of the product. No further actions are required, and this complaint will be closed. Product monitoring reviews will monitor for product trends if this issue were to reoccur. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. (B)(4).

Event description:
The end user reports having tiny white bumps that are sometimes itchy to the peristomal skin around the stoma. She had them for a couple of months. She stated she thinks she used nystatin powder in the past prescribed by her physician, but does not think she is using it any longer. End user was educated on the crusting technique.

Manufacturer narrative:
Based on the available information, the event is deemed to be a serious injury. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. (B)(4). Manufacture report number: 1049093-2014-0594. Height: (B)(6) inches.